Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision) and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Minihip / trinity dual mobility revision of the stem, cocr liner, ecima insert and biolox delta ceramic head after approximately 1 month due to subsidence of the stem.

Manufacturer narrative:
(B)(4). Final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision) and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The reporter stated that the patient also had a femoral fracture and infection post primary and that the stem size implanted at primary could have been undersized. However, this has not been verified. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records found to product non-conformity which would have contributed to the stem subsidence or infection. Based on the available information, no further investigation can be conducted and the root cause of the stem subsidence and infection could not be determined. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Should any additional information regarding the stem subsidence be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.